Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, there was evidence of the device being dropped and the device display was broken. It was also noted that the upper case was broken and corroded, the lower case, both bail covers and ring cover were broken, the lead flex cover was corroded, one printed circuit board (pcb) flex was creased, the heart wire contacts were contaminated and patinaed, one bail and ring were missing, the battery release and battery drawer were contaminated and the serial number label was torn.

Event description:
It was reported that the unit was dropped and needs to be repaired and calibrated. The device was returned for servicing. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, there was evidence of the device being dropped and the device display was broken. It was also noted that the upper case was broken and corroded, the lower case, both bail covers and ring cover were broken, the lead flex cover was corroded, one printed circuit board (pcb) flex was creased, the heart wire contacts were contaminated and patinated, one bail and ring were missing, the battery release and battery drawer were contaminated and the serial number label was torn.